Manufacturer narrative:
Additional information was received that the charger passed all investigational tests performed and was working as expected.

Event description:
A report was received that on three separate occasions the patient experienced multiple symptoms due to charging his ipg. The patient reported that within one minute of putting his charger on his ipg he has experienced pain and numbness from his feet to his entire body, cold sweats, slurred speech, a metal taste in his mouth, throat tightening, shortness of breath, and stroke like symptoms. The patient reported that the symptoms last for the remainder of the day but resolve by the next day. The patient's charger was replaced and he reported no issues with the new charger.

Event description:
A report was received that on three separate occasions the patient experienced multiple symptoms due to charging his ipg. The patient reported that within one minute of putting his charger on his ipg he has experienced pain and numbness from his feet to his entire body, cold sweats, slurred speech, a metal taste in his mouth, throat tightening, shortness of breath, and stroke like symptoms. The patient reported that the symptoms last for the remainder of the day but resolve by the next day. The patient's charger was replaced and he reported no issues with the new charger.